Manufacturer narrative:
Insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No display ramping on its own anomaly noted. Insulin pump received with cracked case at display window corners, cracked reservoir tube, cracked battery tube threads, minor scratches on display window, missing end cap sticker, reservoir tube lip o-ring, broken reservoir tube lip and belt clip slot.

Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 105 mg/dl. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.